Manufacturer narrative:
Date of the event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-31650. It was reported the patient's lead migrated therefore surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy restored post-op.